Manufacturer narrative:
Title: stapler sizes optimized for pancreatic thickness can reduce pancreatic fistula incidence after distal pancreatectomy source: surgery today (2020) 50:623¿631 published online: 30 november 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between april 2007 to march 2017 about stapler sizes optimized for pancreatic thickness can reduce pancreatic fistula incidence after distal pancreatectomy, black reloads (2.25 mm-3.0 mm) reinforced with preloaded buttress material of polyglycolic acid were used in 21 out of 101 patients. 58 out of 101 patients developed post-operative pancreatic fistula where 55 out of 58 had persistent drainage for more than 3 weeks, and 3 with endoscopic drainage. 14 out of the 101 patients had biochemical leakage.